Event description:
A customer contacted stryker to report that their device was unresponsive and would not provide voice prompts. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer was provided with a replacement battery, however the reported issue was not resolved. The device was returned to stryker. Stryker product analysis center (pac) evaluated the customer's device and verified the reported issue through device log analysis. The cause of the issue was isolated to a depleted battery, further root cause of the depleted battery could not be determined.

Event description:
A customer contacted stryker to report that their device was unresponsive and would not provide voice prompts. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.